Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) was not holding charge, the adapter became hot to touch and the charging process was slow. No harm to the patient was reported and no medical assistance was required. A replacement pdm and adapter were issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine relationship to res#90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.